Event description:
Kimberly-clark received a report stating, "patient's caregiver says she was unable to advance her suction catheter. She tried several times and after those unsuccessful attempts, she went to the ER to have the patient suctioned. The patient's ER nurse tried to advance the suction catheter and was unsuccessful also. The ER changed the suction catheter and was able to successfully suction the patient. The patient was discharged home and was fine until she changed the catheter with her home supply. She once again experienced the issue with a second tube in her box. It was changed again and the catheter worked.' There was no patient injury. The patient has a 6.0 mm cuffed portex tracheostomy tube. Has not had any further difficulty with closed suction catheters since this incident. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation. Based on the model number provided, the user was using a 14 fr closed suction catheter that is too large for the tracheostomy tube, which was reported as a 6 mm portex breathing tube. The guidelines provided in the directions for use indicate that a smaller 10 fr suction catheter is recommended for use with a 6 mm breathing tube. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.